Event description:
Patient who had a corail pinnacle mom was revised for pain. Head cup and liner were removed. Corail stem was left in place.

Manufacturer narrative:
Examination of the returned devices by a warsaw commercialized product development engineer found no signs of abnormal wear. Scratching was observed, possibly due to explantation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of the DHR (device history record) for product numbers 121887356 and 136552000 lot numbers 2906212 and 2923657 found no manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.